Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to frayed tubing, no other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to frayed tubing, no other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations were noted on the longer exhaust tube of the pump. These are not sites of leakage. A separation, surrounded by abrasion, was noted on the shorter exhaust tube of the pump. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. A separation was noted on the longer exhaust tube of the pump, near the strain relief junction. This is a site of leakage. The surfaces appear to have crease marks adjacent to or within a confined area of abrasion, indicating the area was kinked and abrading against itself for an extended period. The surfaces of the detachment site of the longer exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. Abrasion was noted on the piece of detached inlet tubing. No functional abnormalities were noted with the piece of detached inlet tubing or the connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning then may have caused the longer exhaust tube of the pump to be kinked onto itself for a period of time, and excess stress on the shorter exhaust tube, resulting in the separations noted. The positioning of all pump tubes, in combination with device usage over time, could contribute to sufficient stress to separate both exhaust tubes of the pump. Separations of these types could then allow the loss of fluid, making the device inoperable. In addition, microscopic examination of the surfaces of the exhaust tube detachment end between the pump and cylinder 2 revealed rough and irregular surfaces, indicating stress was exerted. However it could not be confirmed if this was a site of failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.